Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters on back under te pads and across shoulders that have since opened up .there was no alleged device malfunction contributing to the blisters. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the blister is unknown as follow up attempts were unsuccessful.